Event description:
I was using playtex sport 360 tampons and during one of my changes a [invalid] from the end had to somehow came off of the tampon and get pushed inside of me by the other tampon, which ultimately led to my body telling me something was wrong by giving off a smell and shortly after so my boyfriend found the [invalid] working its way out of my vaginal canal. This could have lead to toxic shock or even death but thankfully I have only gotten a uti. Dates of use: (B)(6) 2022.